Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were having trouble with the controller and the recharger as when they were recharging the implant (ins) the controller screen would go black and the recharger paddle would get hot. Patient services (pss) was reviewing recharger replacement with the pt and pt stated that the controller would go black so they would have to reset the controller so the controller needed to be replaced as well. Pt stated that normally when one component was replaced they would have to call ps back to have the other component replaced which irritated them, so pt insisted that the controller be replaced as well as the recharger. Pss asked the pt if the controller was going black only when recharging the ins and pt stated that the issue would also happen when recharging the controller from the ac power supply. Pt stated that they had tried another outlet but the same issue occurred. When asked for the event date, pt stated that it had been going on for about three months; pt confirmed that the issues first started in 2022. Pt said they got replacement controller, but now, they got a "call medtronic" message when they were charging their implanted neuros timulator(ins). Pt said the screen would change to the call medtronic message and then would change back to the regular charging screen. Pt said they had stopped charging because "it would not let them charge up." During the call, the pt was recharging as expected, recharging excellent. Patient services specialist(pss) suggested the pt record the call medtronic code they receive and then call back if the issue persists. Patient called back reporting they were seeing rm05 call mdt (pt stated it was the same message they received earlier) when they try to recharge their implant. Pt stated they have to either reset controller, unplug the recharger and plug it back in, or move by sitting down or getting up and unplugging recharger to bypass message. Pt was upset and stated they should not have to do that in order to recharge implant. Patient called back again reporting they recently got recharger and controller and still had to reset the battery to be able to recharge. It said 'finished' but the charge was not finished. Pt said they did not touch the screen when charging. Pt refused to troubleshoot on the call and asked to send them another replacement. Reviewed pt can either troubleshoot with us over the phone or go to hcp. Pt then said they will be calling hcp to arrange taking the ins out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) h3: analysis of the device, model # 97755-s intellis recharger (rtm), s/n (B)(6), revealed stuck on checking the recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.